Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases, stress marks on the posterior surface continuing along the line of the crease and moderate yellowing. The device weighed 271.4 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, left side.